Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported the leading olive completely separated from the catheter. The patients tortuous anatomy reported contributed to the separation of the leading olive. It was also reported the physician was ¿rough¿ while inserting the device. Attempts to remove the separated leading olive were unsuccessful (technique unknown). It was reported the leading olive was left as endotrash. The leading olive was pinned between the wall of the initially implanted device and the wall of a second gore® excluder® aaa endoprosthesis. The patient tolerated the procedure and no further adverse events were reported.